Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing autoreducing. Surgical intervention occurred in which the lead was explanted and replaced, resolving the issue.